Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic procedure, when they placed the wound protector into the chest wall, the membrane was broken. They used the other new one to complete the case. There was no patient injury.